Manufacturer narrative:
Additional information received in b5.

Event description:
Additional information was received indicating that the hematoma has resolved.

Manufacturer narrative:
D4 UDI information was inadvertently omitted on the initial manufacturer device report. D6b explant date was provided.

Event description:
It was reported that a patient implanted with an impella 5.5 developed a very large hematoma at the right axillary artery graft site. One unit of packed red blood cells was transfused and heparin was turned off. Impella support continues.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the access site adverse event was not determined due to insufficient clinical details.